Manufacturer narrative:
Product has been discarded. The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A hospital reported to the china national medical products administration, that post amniotic membrane transplant (due to a viral corneal ulcer) a patient was prescribed to use a contact lens as a bandage lens to promote healing. Approximately 21 days post surgery the patient experienced blurred vision and returned to the hospital. The patient symptoms included corneal opacity and white ''colony-like'' material adherent to the contact lens. Cultures were taken and were positive for fusarium growth. The patient was diagnosed with fusarium keratitis. They were treated with topical debridement, natamycin eye drops (1 drop 6 times a day), deproteinized calf blood extract eye drops (1 drop 4 times a day), ganciclovir eye gel (1 drop, 4 times a day), and 0.3% sodium hyaluronate eye drops (1 drop 4 times a day). The patient had follow up appointments approximately a month and half post surgery and was instructed to not leave the hospital. They are currently still under treatment. The hospital indicates their opinion for the likely cause of the event is either exogenous infection, the bandage lens, or the hygiene habits of the patient. The hospital confirms the event was not life threatening, did not result in permanent impairment of a body function, and they event did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.